Event description:
It is reported that the device is prematurely draining batteries.

Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported as alert could not be cleared by operator.